Event description:
During a polypectomy in the rectum, the erbe machine was set on endo cut and coag but during the cut, coag went to bipolar and subsequently did not get coag. Tried again, heard a loud pop sound - pt woke up and complained of severe pain. Pt medicated for pain with releif, observed and discharged home. Pt returned to the hospital with complaint of severe abdominal pain. Post procedure admission required for surgery intervention, rectal resection and colostomy due to bowel perforation.